Event description:
According to the received information, the patient was injected with 1 ml of rha 3 in the lips (current complaint) and 1 ml of rha 4 in the midface, cheeks on an unknown date in (B)(6) 2022. On an unknown date in (B)(6) 2022, the patient experienced nodules, bumps, lumps and small granulomas in the cheeks and lips, reported as solid in texture. As treatment, the injector dissolved the filler (unknown date) but symptoms remained ongoing. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with 1 ml of rha 3 in the lips (current complaint) and 1 ml of rha 4 in the cheeks and midface (quantity unknown) on (B)(6) 2022. On an unknown date in beginning of (B)(6) 2022, the patient experienced nodules, bumps, lumps, indentation in all injected areas and small granulomas in the cheeks only, reported as solid in texture, elevated above the skin and palpable. The granuloma was diagnosed by the injector based on clinical signs but no medical procedure was performed to confirm medically this diagnosis. As treatment, on (B)(6)2022, the areas where lumps appeared were massaged. However, since the lumps did not resolve by itself, the injector attempted to dissolve the filler withcorticosteroids injection (kenalog) and by using red light but symptoms remained ongoing and lumps kept developing until (B)(6) 2022. The patient was last seen by the injector on (B)(6) 2022, but no treatment was performed at that time. Despite several follow-ups, no additional information about further treatment prescribed and symptoms resolution could be retrieved. Therefore complaint was closed as is.